Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming pcb. However, as to how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10, g.1., g.2., h.3, h.6 and h.10. The printed circuit board (pcb) and the ethernet cable assembly were returned for evaluation. The ethernet cable was tested and no problems were found. However, the connector at j9 location was found non-conforming on the pcb. The root cause of the reported event can be attributed to the nonconforming connector at j9 location on the pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the equipment rebooted on its own during a procedure. There were no error messages displayed. There was no surgical impact.